Event description:
After implanting the device, the device was double counting. Review of the data revealed far-p oversensing on the ventricular channel. The physician went back into the pocket and disconnected the device. The leads looked and tested fine. Once the physician reconnected the device with the leads, the oversensing disappeared. The issue was clinically resolved. Hence, the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.